Manufacturer narrative:
B3: event date is estimated.

Event description:
Cit was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b1: product problem was not checked off.

Event description:
Additional information received reports that the patient underwent surgical intervention in which the ipg was explanted and replaced.